Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that scope was physically damaged. Per service manual operational and diagnostic, this complaint can be confirmed. The following defects were found with the device upon evaluation: device outer tube damaged, distal tip damaged shaver damaged to distal tip holes found in distal tip fiber and soldered seam fibers sunken in illumination- distal tip fiber damaged optical system- optical components damaged and broken lenses. Image error (image cloudy/blurred) on camera. The device was diagnosed and repaired with spare parts, tested and found to be fully functional. The physical damage to the device is most likely due to user mishandling of the device or a possible fall. The damage to the distal tip is a result of contact with the shaver during a surgical process, as identified during evaluation. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during an anterior cruciate ligament procedure on (B)(6) 2020, it was observed that the endoscopy device was physically damaged. During in-house engineering evaluation, it was determined that the device had broken lens and blurred/cloudy images on the camera. There was no delay nor adverse patient consequences reported. No additional information was provided.